Manufacturer narrative:
The customer's calibrator 2 signals were below the lower expected values during the kit release. The customer is using third-party qc. The qc was acceptable on the day of testing (±1 standard deviation sd range) and continues to be acceptable. Based on the provided information, a general reagent issue can most likely be excluded. The patient sample was centrifuged at 4150 rpm (~ 3000 g) for 5 minutes using a swing-type centrifuge. Based on the limited information provided, a handling issue cannot be ruled out. The alarm trace did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit with serial number (B)(6). The initial result was reported outside of the laboratory. The initial result did not fit with the clinical picture or the result of the new sample collected five hours later, prompting the rerun of the initial sample. The initial result of the initial sample at 1:40 am was 57.6 ng/l. The result of the new sample collected five hours after the initial sample was <5 ng/l. The first repeat result of the initial sample was 4.80 ng/l. The second repeat result of the initial sample at 1:50 pm was 5.20 ng/l. The third repeat result of the initial sample at 2:40 pm was <5 ng/l.